Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: migration is a known potential adverse effect per corevalve instructions for use (IFU). Contributing factors for migration might potentially be related to under sizing/under expansion of the valve, sub optimal position, bicuspid native aortic valve, sparsely calcified native anatomy, asymmetrical root calcification, among others. In this case, most likely was due to suboptimal positioning, as the valve was implanted high. From the available information a conclusive cause for the migration could not be determined. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely resulted due to suboptimal position, as the valve was higher post implant, as it was reported. Per the corevalve IFU, the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high and migrated 2-3 mm higher post implant. Approximately ten months following the valve implant, a transthoracic echocardiogram (tte) revealed severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve and the pvl resolved. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.